Event description:
Procise xp wand was used for tonsillectomy when user noticed tip of wand missing after use. Small piece was suctioned by surgeon, with no harm to the patient and no additional follow up needed. The product was kept and will be returned for failure analysis. Manufacturer response for electrosurgical, cutting coagulation accessories, coblation (per site reporter). Material's management for the or notified the manufacturer. An ra was provided and the device was returned for failure analysis.